Manufacturer narrative:
Fse evaluated unit and observed battery 1 showed 38650 mwh for 5 leds of charge, which would correlate with the battery showing low battery immediately after commencing battery runtime. Nothing unusual was in the logs. Fse replaced batteries as a pair and completed pm. Unit was calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name in is (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) battery showed full leds of charge when unit was initially tested and commenced battery runtime test. After about two minutes of battery runtime battery 1 showed 3 leds of charge, alarmed low battery, and less than 25 minutes of runtime on the screen. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.